Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was in a car wreck about a year ago and since then, they had been getting a shocking sensation from their pocket area. It was noted that a CT scan was normal and the doctor turned the voltage down at the patient¿s last office setting to see if that might help. The doctor was contemplating exchanging the battery out. It was noted that the impedance was around 400. The issue was not resolved at the time of the report. The patient¿s indication for use was unknown. No further complications were reported/anticipated.